Event description:
On (B)(6) 2011, pt reported having concerns with both buttons on her infusion device. Pt stated, the issue has been going on for about a year. Pt reported, the issue occurs intermittently. Pt stated, she was attempting to do a bolus when she noticed the issue. Pt reported when she pushes the button in, it pops back up. Pt switched to her backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.